Manufacturer narrative:
Initial reporter facility name: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein. A 3.0-4/4t/90 symmetry balloon catheter was advanced for dilatation. However, during third inflation at 15 atmospheres for 3 minutes, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.